Event description:
Manfuacturer's reference number (B)(4).

Manufacturer narrative:
Please be advise that there are two serial# for this complaint with different manufacturing dates: sn (B)(6) : h4 manufacturing date: 24-nov-2006. Sn (B)(6) : h4 manufacturing date: 16-dec-2004. Getinge became aware of an issue with the one of our surgical lights ¿ hanaulux 3005. Photographic evidence was showing paint peeling, rust spots and cracks of handles, leading to missing particles. There was no injury reported, however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure may cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Broken handles, chipping paint and rust on the light head shells, were detected on hlx3000 surgical light head. About the broken handles, the photographic evidences show several severe damages (cracks, missing parts) on the plastic handles. The age of the light head combined with shocks or mechanical stresses, in abnormal conditions of use, during the handling, are the most likely root causes. These damages do not correspond to a deficiency of the device. Regarding the chipping paint and rust, the photos submitted show signs of impacts, paint chips and rust on the upper and lower shell. It can be observed that the degradation of the paint and corrosion are localized on the retention areas around the optical lenses and around the handle, which shows that the stagnation of cleaning agent residues have caused paint damages and the appearance of rust. The cleaning protocol was not provided. To prevent any incident, the hlx3000 user manual mentions instructions concerning cleaning and disinfection, recommended and prohibited products. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions avoiding high concentrations, prolonged exposure to detergents / disinfectants solutions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The hlx3000 user manual mentions to check the light heads for chipped paint, impact marks and any other damages during daily checks. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 21st of december 2020 getinge became aware of an issue with the one of our surgical lights ¿ hanaulux 3000. Photographic evidence was showing paint peeling, rust spots and cracks of handles, leading to missing particles. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure may cause a contamination.